Event description:
It was reported that stimulation was intermittent. The patient had 1 subqu lead for back pain that was added about 1 mo ago and 1 paddle epidurally for leg pain. The event or symptoms occurred after subqu lead was added. The patient had not had any falls or trauma. The intermittency started suddenly on (B)(6). Palpating caused stimulation changes. When the patient pressed on ins, stim could become intermittent. Impedance on 0-7 side was elevated, between 1800- >10k ohms. This was the side where intermittency was occurring. Impedance normal on 8-15 side (paddle lead). Follow up information noted that the patient's device had been programmed around impedance.

Manufacturer narrative:
Recharger, model # 37752, lot # nka029849n; programmer, model # 37742 lot # njd039032n; extension, model # 3708220, lot # nkb008473n, implanted (B)(6) 2007, explanted unknown; lead, model # 399960, lot # v018107, implanted (B)(6) 2007, explanted unknown. (B)(4).